Manufacturer narrative:
Evaluation summary: images of the x-rays were sent for review and appear to confirm the surgeon's claim that there were no obvious radiolucent lines present. Pain and swelling can be influenced by many factors. These factors include, but are not limited to, patient weight, patient activity, bone quality, implant size, surgical technique, and rehabilitation program. Without additional information, a definite cause cannot be determined at this time. The implants remain in vivo so no devices were returned for evaluation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is presenting with mild effusion and swelling.